Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID ne u_ptm_prog, serial # unknown, product type programmer, patient; product ID neu_recharger_acc, serial # unknown, product type recharger. (B)(4).

Event description:
It was reported that the patient experienced a shocking/jolting sensation from their implantable neurostimulator (ins). Specifically, the patient stated that the back of their head hurt and that sometimes they had to turn it up and down to sleep and ¿approximately a month ago, it seems like the pulse would spike if I was walking fast or doing something.¿ it was noted that this happened only a couple of times but, otherwise, ¿its been fine.¿ in addition, the patient stated that their ins was ¿doing a wonderful job and it¿s tuned perfectly¿. The patient noted they received notification to make a follow up appointment to see their doctor but stated that ¿its working so beautifully so do I need to see one¿. The patient stated that if anything goes wrong they will see their primary care doctor. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.